Manufacturer narrative:
The sling is currently in transit to the manufacturer; further information will be provided upon conclusion of the manufacturer's investigation.

Event description:
During the transfer of a pt, the sling of the device tore and the pt fell. It was reported that the pt suffered a cracked femur.